Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus was not working. It was indicated that the stylus did not align with the cursor on the screen. The bezel shield assembly was replaced and recalibrated to the stylus. The programmer's hard drive was reconfigured and loaded with updated software and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer's stylus was not working. It was further reported that it had been changed and recalibrated but the situation did not resolve. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.